Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial alert date should be december 06, 2018 not november 05, 2018. The initial report clarified that they were not aware of the reason for the revision procedure until december 06, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated patient information provided for reporting. Updated 22 february 2019 for investigation based on provided photos. (Actual device was not returned) background: updated event description: it was reported that on an unknown date, the patient underwent a removal of (tfna) proximal femoral nailing system due to painful nonunion, secondary to distal locking screw that had broken. Both pieces of distal locking screw were removed. He then proceeded to insert a smith and nephew nail ( intertan ) and the surgery was completed with no issues. Patient status is unknown. This complaint involves three (3) devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a removal of (tfna) proximal femoral nailing system due to painful non-union. During procedure, upon extracting the tfna helical blade, the extraction instrument for tfna helical blade and screw would not work. The surgeon had to use the helical blade/screw coupling screw to remove the blade. There was also a distal locking screw that broke and both pieces were removed. Additionally, surgeon had issues engaging the extraction instrument for nails, cannulated to the top of the nail and said it¿s not tapped and very tough to engaged in to the nail. The extraction instrument for nails finally engaged, and the nail was removed. The surgeon then proceeded to insert a smith and nephew nail and the surgery was completed with no issues. It is unknown if there was any surgical delay. Patient status is unknown. This (B)(4) captures the post-operative broken screw. (B)(4) captures the intra-operative event occurred during removal. This report is for one (1) unknown locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review: a review of the device history records including a material confirmation from time of manufacture was unable to be performed since the lot number was unknown. Document/specification review: no product design issues or discrepancies were observed during this investigation. Conclusion: a definitive root cause for the distal locking screw breaking postoperatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Updated 22 february 2019 for investigation based on provided photos. (Actual device was not returned). Background: this (B)(4) only captures the post-operative event. The instrumentation used in the intraoperative event will be in (B)(4). Visual inspection: actual device was not returned. Visual inspection of the complaint device in complaint file attachment titled "(B)(4) additional information with device image received from j&j employee 11feb2019" performed at customer quality (cq) confirmed the condition of postoperative screw breakage, which agrees with the reported complaint condition. The photos show the distal locking screw broken but still in situ with the nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on an unknown date, the patient underwent a removal of (tfna) proximal femoral nailing system due to painful nonunion, secondary to distal locking screw that had broken. Both pieces of distal locking screw were removed. He then proceeded to insert a smith and nephew nail ( intertan ) and the surgery was completed with no issues. Patient status is unknown. This complaint involves three (3) devices.